Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; cause was unknown. Tandem technical support assisted the customer in correcting the time and date and successfully resume insulin delivery. It was also reported that an occlusion alarm occurred. The customer changed supplies and successfully resumed insulin delivery. Customer's blood glucose level was 330 mg/dl.